Event description:
The customer reported false elevated alinity I stat high sensitive troponin-I and provided the following data: the initial sample (sample ID (B)(6) generated the following results:, initial result: error 3424 sample aspiration errors. First rerun: error 3424 sample aspiration errors. Second rerun: no errors: troponin result was 104.6 ng/l (customer reference <26 ng/l). Third rerun: error 3424 sample aspiration errors. Fourth rerun: 21.5 ng/l. Fifth rerun: 24.3 ng/l. Upon review of this sample, there was no specimen left in the collection tube. Another sample (sample ID (B)(6) generated the following results: 25.8, 22.5, and 19.2 ng/l per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by replacing the worn membranes of the vacuum pump using the vacuum pump repair kit. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. A review of tracking and trending for the vacuum pump repair kit did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the vacuum pump repair kit were identified.

Event description:
The customer reported false elevated alinity I stat high sensitive troponin-I and provided the following data: the initial sample (sample ID (B)(6) generated the following results: initial result: error 3424 sample aspiration errors first rerun: error 3424 sample aspiration errors second rerun: no errors: troponin result was 104.6 ng/l (customer reference <26 ng/l) third rerun: error 3424 sample aspiration errors fourth rerun: 21.5 ng/l. Fifth rerun: 24.3 ng/l. Upon review of this sample, there was no specimen left in the collection tube. Another sample (sample ID (B)(6) generated the following results: 25.8, 22.5, and 19.2 ng/l. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sample ids are (B)(6), an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.